Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery. The 12mm x 3.00mm quantum apex balloon catheter was advanced to the target lesion for pre-dilation. The balloon was inflated six times reaching 20atms. A non-bsc stent was placed in the lesion. Post-dilation using the 12mm x 3.00mm quantum apex and a 2.25 x12mm non-bsc balloon in the second diagonal was performed. During the kissing balloon technique, the 12mm x 3.00mm quantum apex balloon ruptured. The device was successfully removed from the patient and the procedure was completed with a 12mm x 3.00mm quantum apex. No patient complications were reported and the patient's current condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).